Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. (B)(4). Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that patient's device has migrated within the pocket. Clinic notes received from (B)(6) 2022 states x-ray shows device itself appears rotated counterclockwise when compared with the prior exam. The cause of the migration is unknown. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Ap chest and lateral chest x-rays were received and reviewed. The x-rays were provided after report of migration. X-ray review from physician notes left upper chest stimulator device appears rotated counterclockwise compared with prior exam the generator placement was assessed to be normal.

Event description:
Physician later reported that surgery was for patient comfort and to preclude serious injury. The issue has resolved after surgery. Settings were provided and device diagnostics were within normal limits. The cause of the migration per the physician is still unknown. No other relevant information has been received to date.